Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for a generator change. High capture thresholds and decreased sensing amplitude were observed. The physician elected to cap and replaced the lead. Patient is doing well and will be monitored with routine follow up.